Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the patient line of a homechoice cassette. This issue occurred during set up with patient involvement. Product surveillance contacted the patient regarding the reported event. The patient had not seen any damage to the cassette or transfer set; the connection had seemed secure. The patient was unsure what had caused the disconnection. The transfer set was replaced following the event. There was no patient injury or medical intervention associated with this event. No additional information is available.